Event description:
It is reported that a customer received a low battery alert on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery alarms noted. However, unit received with corroded battery tube. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with shifted and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.